Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction code, and was advised to continue using pump and to call back if issue happened again, which caller acknowledged and understood.